Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that approximately five years following the implant of this transcatheter bioprosthetic valve, a second valve was successfully implanted valve-in-valve after the patient presented with worsening shortness of breath and a transesophageal echocardiogram (tee) showed severe aortic valve stenosis with an aortic valve mean gradient of 66 mmhg and aortic valve area (ava) of 0.64. The depth of the first valve was reported to be approximately 13 mm; therefore, the second valve was placed in a higher position. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.